Event description:
Same case as MDR ID #s 134265-2013-04565 and 134265-2013-04566. It was reported that during a coronary intervention procedure, a vessel dissection occurred. The complete total occlusion was located in the circumflex artery. A mach 1 guide catheter, an apex balloon catheter and an unspecified bsc guidewire were used to treat the lesion along with all different types of non-bsc devices. During the procedure a dissection was noted. The patient's blood pressure dropped and the patient experienced a vagal response. The dissection was successfully treated with an unspecified stent. No further patient complications were reported and the patient's status is stable. The physician is not sure what caused the dissection.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, the manufacturing records for the complaint device cannot be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).